Manufacturer narrative:
Lens was received in 2 pieces. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.

Event description:
The lens was removed and replaced at one month post operative due to the patient's complaint of halos and glare, a known and labeled possible side effect of multifocal lens implantation.